Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 1000 mg/dl between 24 and 36 hours of wearing the pod on their back. The patient stated they injected 25 units but there was no change in their bg levels. The bg level was around 300 mg/dl at breakfast, and still in the 300 mg/dl range at lunch. The patient checked the meter, and their bg level was at 424 mg/dl. The patient contacted their doctor who instructed them to go to the emergency room (ER), and stated they felt at this point the patient needed additional training. The patient reported the pod was leaking and they sought medical attention on (B)(6) 2025. The patient reported while in the ER their bg level was over 1000 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin drip. The patient was discharged on (B)(6) 2025, and a new pod was applied.